Manufacturer narrative:
The system was evaluated and brake parts were placed on order. No further problems are anticipated once repairs to the brake mechanism are made.

Event description:
It was reported that the system 9600+ 's brake on the c-arm was sticking making the c-arm difficult to move. There was no adverse patient involvement reported. There was no patient information reported.